Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was no longer feeling stimulation sensation and experienced a loss of therapeutic effect that occurred about a week after implant. Caller mentioned the patient had a fall and ended up in the hospital. Patient services reviewed how to increase amplitude until patient felt comfortable stimulation sensation and recommended patient monitor symptoms. Caller also indicated they had changed programs/settings many times before their call today. Caller requested to get in touch with field staff as their previous manufacturer representative (rep) no longer worked for the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of no longer feeling stimulation was maybe because of the fall. The effect of the fall was not determined. The device no longer worked. The reason for the patient's hospitalization was to replace their device, as outpatient.